Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) display during drain 2 / 3. The home patient (hp) stated that the patient line had a leak in it, and added that she thought the cat bit the line. The technical service representative (tsr) assisted to end therapy and advised to inform the nurse about the alarm and about the cat biting the line. The hp to follow-up with manual exchanges. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the hp on (B)(6) 2010 regarding alarm and the leak, the hp reiterated that the leak was caused by the cat biting the line. Per hp, the event did not cause any injury or harm. The hp stated that she is doing fine and continuing therapy. The hp stated that she did not notice any defects on the cassette. No patient injury or medical intervention was indicated at this time. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint was from a patient who stated that their cat damaged the patient line tubing which caused a leak and a system error 2240 alarm. This complaint was not confirmed in the lab due to a lack of sample; however, per information within the complaint the most likely cause of the complaint is animal damage. A batch review was performed on the associated lot (h10c02016) with no issues noted. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).